Manufacturer narrative:
The information provided to date is limited. Requests for additional information have been made. To date the requested information has not been provided. It is unclear at this time what the reporter meant by "ripped out." Based on the information provided at this time, no conclusions can be made. Should additional information be obtained, a supplemental MDR will be submitted. The reporter is alleging a hernia recurrence, which is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions for use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect. When repairing inguinal hernias the mesh should be large enough to extend beyond the pubic tubercle and should fit securely around the spermatic cord at the internal ring. Many surgeons cut a slit in the mesh to allow for easier placement around the cord." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported by the patients' wife via email: "my husband had a hernia repair done with bard mesh which has ripped out and is facing surgery again to repair his reoccurring hernia."